Manufacturer narrative:
The returned lead was thoroughly analyzed. During the visual analysis, the presence of an abrasion trace of about 7 cm length could be confirmed. At a length of about 2 cm, the abrasion went all the way to the rope conductor of the atrial ring electrode a@ (see fig. A1), and as a result this rope conductor was outside of the lead body. This damage can with high probability be regarded the cause of the clinical complaint. This damage manifestation indicates excessive mechanical stress during the operating time. The position and type of the fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing (see fig. A2). There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that, about 20 months after the implantation, artifacts were noticed in the atrial channel and also in the far-field. The lead was visually checked by the physician after the explant, and it was noted that the lead showed abrasion of the insulation about 10 cm distal of the fork. Interaction with the generator housing was suspected. No deterioration of the patient's state of health was reported. The device was returned for analysis.